Event description:
It was reported that the customer's insulin pump turned on and off by itself, preventing insulin delivery. The customer's blood glucose level reached 439 mg/dl, customer consumed carbohydrates to address bg. Customer went to the emergency room and was treated intravenously with fluids of insulin and saline. Issue was resolved with no permanent damage; customer was released on (B)(6) 2025.